Event description:
A male patient with a slight angle of the proximal neck was considered to have a suitable anatomy for endovascular therapy. The physician placed one main body and two iliac leg graft in 2008. The procedure went as labeled by angiography confirmed a type I endoleak from the proximal neck. Placement of another MFR's stent at the proximal neck resolved the endoleak. The physician said that the endoleak may have been caused due to the angulation at the proximal neck, and a slight migration due to the ballooning. The patient has recovered.

Manufacturer narrative:
Each zenith device is shipped with instructions for us (IFU) listing the anatomical requirements, warnings, precautions, and the correct deployment procedure. The device remains implanted and no images were provided to assist in this investigation. An internal clinical review indicated the event was due to patient anatomy. However, we have notified the appropriate individuals and we will continue to monitor for similar events.